Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak at maxzero connection site while connected to a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the maxzero connection site was confirmed. Visual inspection of the set noted a crack at the top of the maxzero female luer access, extending almost the full length of the connector in the direction of flow, and scratches on the top female luer surface of the connector. There were no other damages or anomalies observed. Functional and pressure testing confirmed leaking from the threads of the syringe and maxzero. The root cause of the customer¿s report was due to a vertical crack on the top of the female luer access of the connector leading to a hairline fracture (that compromises the integrity of the maxzero body). The root cause of the vertical crack could not be identified.